Manufacturer narrative:
Other applicable components are: product ID 3537, serial# unknown, product type: external electrical stimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient had a urinary tract infection (uti) and was currently on medications. Additional information was received one day later. The patient was getting the message on their controller stating ¿cannot find device¿; they took the batteries in and out of the controller and checked the wires, which seemed to be connected, but could not clear the message. Additional information was received on (B)(6) 2017. It was reported that where the external neurostimulator (ens) was located, there was burning and it hurt, it felt funny, and it felt warm on the patient¿s skin; it was noted the patient had a follow-up with their doctor on thursday. The patient was sick prior to the evaluation and had an infection and changed their pads often due to the infection. They took the batteries out and put them back in, but still had the same error message ¿unable to locate device¿. The patient was concerned that if the device was not working, how would they tell if it was going to work for them. Additional information was received one day later. The patient still had the same issue with the controller where it couldn¿t find the device. A manufacturer representative tried numerous things with the patient to fix the problem, but nothing had worked. The patient¿s nighttime voiding was still bad and they soaked 2 pads last night. The patient had a bladder infection and hated to prolong doing another evaluation but wanted to get better. Additional information was received on (B)(6) 2017. The patient¿s controller was still not working and was unable to locate the device. The patient had a follow-up with their doctor tomorrow, which was their 7th day for the basic evaluation and possible lead removal. The patient was frustrated as they didn¿t get a true evaluation as the device was not working and wasn¿t sure if it would have worked or not for them. No further complications were reported/anticipated.